Event description:
Customer called to report that the synchron cx5ce clinical analyzer intermittently generated erroneous sodium results. The samples were re-run after the system was recalibrated, and the results were not reported out of the laboratory; therefore, patient treatment was not affected. The field service engineer (fse) inspected the instrument and replaced the sodium measuring and reference electrodes. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
Please note that three additional medical device reports were filed for the same instrument issue as: MDR #2050012-2012-00733 (beckman coulter, inc. Report identifier (B)(4)) for results generated on (B)(4) 2012, MDR #2050012-2012-00734 (beckman coulter, inc. Report identifier (B)(4)) for results generated on (B)(4) 2012, and MDR #2050012-2012-00736 (beckman coulter, inc. Report identifier (B)(4)) for results generated on (B)(4) 2012. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)